Manufacturer narrative:
The faulty component was returned under return goods authorization (B)(4). The failure analysis lab evaluated the component and was able to duplicate the error and isolate it to pin 1 being intermittent and not always toggling with the changes to the input on the pin. This is a known issue and is being addressed through corrective actions.

Manufacturer narrative:
Carefusion complaint number: (B)(4). The failed driver displacement indicator board was returned to carefusion and is pending evaluation. There is no information regarding patient involvement at this time. Carefusion has reached out requesting this information however we have yet to receive a response. Upon completion of the investigation of the returned unit or in the event that additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the start/stop function on this unit is intermittent. He replaced the driver displacement indicator board from one that was in stock which resolved the issue.